Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that patient continued to have issues with instability, adhesion and pain. Patient stated that surgeon noted that the femoral and tibial components were loose at unknown interface. Doi: (B)(6) 2019, dor: unknown, left knee.